Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer safety-lok blood collection set with pre-attached holder, blood leaked from the root of the wing of the needle making a mess and causing the tube to underfilled in (23) devices. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jul-2024. Investigation summary: bd received 35 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for leakage during to injection/blood/urine collection with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for leakage during to injection/blood/urine collection with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage during to injection/blood/urine collection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, blood leaked from the root of the wing of the needle making a mess and causing the tube to underfilled in (23) devices. No patient impact reported.